Manufacturer narrative:
No info has been provided to more completely identify the product that reportedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. Nuvasive will continue to investigate this report and follow-up info will be provided in the event it is obtained.

Event description:
A lateral plate was implanted in a (B)(6) female at approx the t12-l2 vertebrae. At 2-week follow up visit, the left superior bolt was noted to have backed out. The pt's bone integrity was noted to be poor and may be the precipitating event for the backout. It is unk if revision surgery occurred.